Event description:
In (B)(6) 2015, the patient felt something pop, like the catheter moved down. Since the popping sensation, the patient had not been getting good pain relief, even with dose increases. On (B)(6) 2015, a dye study was attempted. The healthcare provider (hcp) could not aspirate from the catheter, so no cerebrospinal fluid was aspirated and no dye was pushed through. The hcp put saline into the pump and planned to use a bridge bolus, so they would know that the pathway contained all saline before trying again. It was also noted that the hcp did a roller study and everything was okay; no issues were found. Prior to the date of report, there had been no volume discrepancies; however, on the date of report, 20ml of drug was aspirated from the pump, but the programmer showed that they should have aspirated 15.8ml. The pump was then set to minimum rate. The hcp was assuming that the catheter was occluded and referred the patient for a revision. It was stated that a revision would be scheduled, though, as of (B)(6) 2015, it had not yet be scheduled. On (B)(6) 2015, it was indicated that the patient was not experiencing any symptoms. The patient was not receiving effective therapy through the pump; she was receiving oral medications. The device system was previously used to deliver hydromorphone and bupivacaine. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information later received reported on 4/8/15 the pump was filled with saline and programmed to minimum rate. The patient was given oral meds for pain control. The patient recovered without permanent impairment.